Event description:
This will be filed to report the clip jumping. It was reported that during preparation of the clip delivery system (cds) the clip arms were jumping to open. The clip arms were not opening smoothly. Therefore, it was decided not use this cds. A new cds was used successfully to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip jumping could not be confirmed via returned device analysis. In addition, it was observed that the gripper lever cover tabs were broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported clip jumping could not be determined. A cause of the observed gripper lever cover tabs break could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.